Manufacturer narrative:
Sections d and h updated.

Manufacturer narrative:
Results of investigation: the device, use in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use. The device was manufactured in 2016. According to clinical/medical investigation, the procedure was reportedly completed using the same devices without delay or patient injury/no patient harm is being alleged and the visual product evaluation confirmed the impactor crack (and did not identify missing fragments), no further assessment is warranted at this time. Should clinically relevant information/documentation become available, the medical assessment may be re-evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.a review of complaint history for the listed part revealed no prior complaints at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary.a review of risk management files and the instructions for use found that the reported failure was documented appropriately.based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.

Manufacturer narrative:
Were updated with the correct information.

Event description:
It was reported that during surgery the journey fem impact bumper rt cracked on last impact. No delay to case, procedure was finished using the same device. No injuries reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.